Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was taken into a pool. The customer stated she did a self test but the display went blank immediately after the water exposure and a constant tone occurred. Blood glucose value was 71 mg/dl. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.